Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room on multiple occasions. The customer declined to provide additional information regarding the issues to tandem technical support.